Manufacturer narrative:
Additional information: based on the currently available information, a damage to the reference and active electrode due to excessive mechanical stress, caused due to the reported trauma, appears very likely. However, to determine an exact root cause device investigation would be necessary. Currently no information, on possible further steps from the clinic, has been received.

Event description:
The user's hearing performance with the device is affected after a head trauma occurred.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected after a head trauma occurred.